Manufacturer narrative:
The technician found the head up solenoid was not working. The technician replaced the solenoid valve to repair the bed.

Event description:
Information received indicates the bed has no head up function.